Event description:
It was reported patient underwent an open reduction internal fixation hand fracture procedure on (B)(6) 2015. During the procedure, the fast guide inner locking threads stripped while attempting to insite to bend the plate. As a result, the surgeon had to use non-locking screws instead of locking screws. Two non-locking screws fractured at the head of the screw during implantation. One screw was retained by the patient. Due to this complication, the surgeon had to implant additional screws. Also during the procedure, two drill bits fractured outside of the patient. The surgical delay exceeded 30 minutes.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was deviation from surgical technique.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.